Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the pump was functioning was not out of medication. Action: the pump was refilled. The patient pain was controlled. It was noted that the patient had muscle loss due to inactivity and hospitalization, there were at the rehab. Outcome: the event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving lidocaine (n/a mg/ml at n/a mg/day) and unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that three weeks ago, they heard five beeps and thought it was their smoke detector. The patient went to bed and woke up with hallucinations, headaches, dry mouth, severe debilitating leg pain, and itching. The patient stated that their wife rushed them to the hospital and the healthcare provider forgot to tell the patient when the pump was empty. The patient was in the hospital for four days and their blood pressure went to 240/140. The patient asked if medtronic had reports of severe muscle burning that doesn't go away even after the pump was refilled. The patient mentioned that they could not walk and have never had this pain in their legs before. The patient had a mini stroke. The patient was redirected to their healthcare provider and medication manufacturer to further address the patient's questions and medical concerns. The patient inquired about reports to medtronic regarding their symptoms. The agent sent patient literature about known adverse events.